Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: no information. Detailed description of event: the button clamps into the shaft and is almost impossible to remove. Perhaps I can demonstrate this one day via teams. Patient status: no patient injury. Type of intervention: no information.

Event description:
Name of procedure being performed: no information. Detailed description of event: hereby again a complaint from the bag 10 mm the knot or button clamps in the shaft and almost does not come out. Maybe I can demonstrate this one day via teams. Lot number: 1437873. Cd001. Patient status: no patient injury. Type of intervention: no information.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of the bead going back inside the tube as scrapes were observed on the distal end of the tube. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction - the device code of "2907 - detachment of device or device component" provided in the initial report was updated to "1536 - retraction problem".